Event description:
The physician reports that the crystalens tore during insertion using the b&l lens injector sys. Intervention was performed in order to enlarge the original incision and remove and replace the lens intraoperatively. The backup crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.